Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of two premium surgiclip* m - (9.75" shaft length) titanium clip appliers. The first instrument was received partially applied with one remaining clip. Microscopic inspection of the instrument revealed that the jaws were misaligned. Two scissored clips were received. Functionally, the instrument was fired once in air and a scissored clip formation was observed. The jaw and handle moved smoothly through the firing cycle and returned to the open position and the clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. The second instrument was received partially applied with twelve remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the misaligned jaws and scissored clip condition may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon was able to squeeze the handle of the device but the jaws were unable to close. There was no patient involvement.